Event description:
Information received with return of the explanted device notes that the patient demonstrated symptoms when "he had slapped hi s shoulder lightly during a playful demonstration of how he felt prior to his pacemaker implantatioon." Evaluation revealed a slow intrinsic rate with no pacing present. An attempt to initiate pacing with magnet application was unsuccessful.